Manufacturer narrative:
Product analysis: no product was returned. Conclusion: conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be filed following the completion of the analysis. (B)(4).

Event description:
Medtronic received information that after implanting this annuloplasty band in the tricuspid position, the sutures holding the band and holder were cut but the holder did not release. The band was cut in order to release the holder. The band was subsequently explanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product was received in a specimen jar with no solution. The holder was intact. All pins, except one, were intact. One pin was bent, which may have contributed to the reported difficulty with removing the device from the holder. A gouge mark was observed on the holder adjacent to the bent pin. Both guide sutures were cut. Although a pin was bent, the holder opened (separated) without difficulties by pulling upward from the central bar. The returned holder had the flange intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Overall, a true root cause to the reported difficulty is not determined. The damaged pin appears to be from pulling the band and holder apart while the pin is still penetrated through the cloth. The event may be due to user technique. Grasping the central bar allows the holder pieces to separate and the pins to disengage/release the band.